Event description:
It was reported that during routine service and repair of the device it was discovered that the small battery drive ecu was getting hot. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing no conclusion could be drawn. Placeholder.